Event description:
Rn contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the homechoice machine during dwell 1 of the pt's automated peritoneal dialysis therapy. Per initial report, the clamp was left open on an unused supply line of the homechoice set. Baxter's technical service center assisted the rn in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.